Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent "y" icon was returned. Evaluation of the returned receiver and review of the downloaded data log did confirm the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that lasted around two hours. Dexcom has issued an rga for patient to return the device to be investigated.